Manufacturer narrative:
Please note that the following sections were missed or incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report:3005168196-2019-01558.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed the first pass using the 3maxc, a penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). While removing the 3maxc after completion of the pass, the physician experienced resistance around a tight turn and the distal tip of the 3maxc broke off. Therefore, the physician used a snare device to successfully remove the broken tip. The procedure was completed using a new 3maxc and the same ace68 and neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was kinked approximately 5.0 cm from the hub. The device was fractured approximately 149.0 cm from the hub. The device was stretched and ovalized from approximately 149.0 ¿ 159.0 cm from the hub. The device was ovalized from approximately 161.5 ¿ 162.0 and 165.5 cm from the hub. The total length of the 3maxc was approximately 165.5 cm. Conclusions: evaluation of the returned 3maxc confirmed a fracture and revealed stretching and ovalizations. If the device is forcefully retracted against resistance, damage such as these may occur. Based on the complaint report, tortuous anatomy likely contributed to the resistance experienced during the procedure. Further evaluation revealed additional ovalizations and a kink. This damage was also likely a result of retraction the device against resistance within tortuous anatomy. The ace68 and neuron max identified in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed the first pass using the 3maxc, a penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). While removing the 3maxc after completion of the pass, the physician experienced around a tight turn and the distal tip of the 3maxc broke off. Therefore, the physician used a snare device to successfully remove the broken tip. The procedure was completed using a new 3maxc and the same ace68 and neuron max. There was no report of an adverse effect to the patient.